Event description:
It was reported that post stenting procedure (B)(6) 2013 where 2 xience xpedition stents were implanted the patient began experiencing immunoglobulin e count increase in late (B)(6). The patient was discontinued on plavix and fish oil and colase, however, was continued on aspirin. Although the patient has experienced some intermittent odd chest pain echocardiogram (ECG/EKG) and cardiac enzymes results remain at normal level and the physician reported this as non-cardiac related. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event, estimated. Concomitant products: stent: xience xpedition; multilink minivision. The stents remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and hypersensitivity/allergic reaction are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.